Event description:
It was reported that: at the time of insertion, it is observed that the dilator and introducer have an abnormal curvature, which prevents the correct insertion of the device. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported. Photo provided shows that the dilator is curved.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a curved dilator body was able to be confirmed by the photo. The image shows a sheath/dilator assembly with a large bend in the exposed portion of the dilator. Evidence of use can be observed on the pictured device. However, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The customer report of a curved dilator body was confirmed by visual inspection of the customer supplied photo. The image shows a sheath/dilator assembly with a large bend in the exposed portion of the dilator. Evidence of use can be observed on the pictured device. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: at the time of insertion, it is observed that the dilator and introducer have an abnormal curvature, which prevents the correct insertion of the device. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported. Photo provided shows that the dilator is curved.

Manufacturer narrative:
(B)(4).